Event description:
The customer observed the architect analyzer was unable to read the middle reagent of the architect tacrolimus reagent pack. The customer stated the analyzer was able to read other reagents, even those from the same lot, however, not the middle reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list #3m74-01, serial # (B)(4). The cause of the architect tacrolimus barcode read error was poor print quality of the tacrolimus microparticle reagent bottle barcode due to burnt elements on the bar code printer head. A product recall was issued on 09/07/10 informing abbott customers of this issue with instructions to discontinue and/or destroy any remaining inventory of architect tacrolimus reagent lot 86599m500 and to request a replacement tacrolimus reagent.